Manufacturer narrative:
The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the 45sec alarm button is physically not engaging. Carefusion technical support representative issued a replacement alarm board.